Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white screen with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the white screen with no image was due to damage to the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.